Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. S4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. (B)(4).

Event description:
Report received indicated the pt had a red rash that was raw and intermittently weepy under the skin barrier for a couple of months. The pt has a g-tube that is approximately 2 inches away from the stoma which has had a similar rash around it which occasionally spreads to the wafer area. The pt, who is developmentally disabled, occasionally pulls the wafer off and has pulled the g-tube out, so an abdominal binder is used around both the g-tube and ostomy appliance at all times. No further info was provided and the pt outcome was not reported.